Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, premature battery depletion was observed.

Event description:
New information received indicated that the device was explanted and replaced due to premature battery depletion. Patient was stable throughout.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and an internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.